Event description:
Customer reported that the pt was on a levophed drip, dose not provided, and nurse found it to be set at a rate much higher than what was programmed. Customer is investigating this pt's care and outcome, and wants log review to identify programming for all drips. The pt was on multiple infusions including fentanyl, versed, vasopressin, and normal saline, on multiple devices (2 pcu's each with 4 modules), and is asking for programming for each module for the period in question. Customer stated pt did not require any additional action to counteract medication received. Medical records did not document a significant fluctuation in vital signs. Medical director of ccu and a pharmd d did not feel the overinfusion was a significant factor in the pt's demise. Pt was also receiving argatroban 250mg in 250ml ns, fentanyl 1000mg in 250ml and versed 50mg in 50ml ns.

Manufacturer narrative:
(B)(4). The customer's request for a log review for an overinfusion of levophed has been completed. A review of the associated pcu log for the levophed (norepinephrine) in question indicates that the infusion was initially programmed for a concentration of 4 mg/250 ml and ran at several different flow rates for a little over 5 hours delivering approx 476.5 mls during that time period. The drug selection was then changed by the user to the norepinephrine custom concentration selection with the concentration programmed at 16 mg/250 ml and ran at several different flow rates for a little over 4 hours delivering a total of 176.9 mls. The new concentration programmed gave the user a guardrails warning "dose exceeds gaurdrails limit of 30 mcg/min. Proceed?" The user proceeded with the infusion and with the next six programming changes, also received this same guardrails alert and proceeded with the infusion until it was powered off. Testing on the pump module involved found it to be delivering fluid within specifications. Based on a review of the event logs and the results of testing on the device, no device malfunction is believed to have occurred.